Event description:
The customer reported they were "resuscitating a pt in the ICU who was nearly coding and the nurse was ordered to give a bolus of fluids to the pt. The rn set the IV pump using the tubing at a rate of 999 and suddenly the tubing burst inside the pump." The customer stated that no pressure bag was used and she does not know how long the set had been in use. Per customer photos, the silicone segment had fully separated from the upper fitment with the o ring visible in the photo but not attached to either the silicone or the upper fitment. It was further reported that the pt expired from his/her underlying condition. The rptr did not feel the death was related in any way to the tubing event. The rptr stated that no further pt or event details were available.

Manufacturer narrative:
(B)(4). The affect product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.